Event description:
It was reported that there was high impedance, oversensing, and artifacts. "Instable" atrial impedance trends were also noted. Though the atrial lead had been disabled months earlier, an atrial lead revision surgery/explant was performed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.